Event description:
Philips received a complaint on the intellispace perinatal k large arch. (Isp) indicating that did not get coincidence alarms for about two hours. The device was in clinical use at the time the issue was discovered. There was no adverse vent or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer's information technology department. It was determined that there was no malfunction found in the intellispace perinatal k large arch. (Isp). The rse reviewed the tracing and found that there was a fast upload between 8:01 and 9:07am. The fetal monitor lost network communication, and when it came back then the data was uploaded into isp. The coincidence alarm should have sounded in the room at the fetal, but not in isp while the network communication was down. The isp did not alarm for coincidence due to network disconnect of the fetal monitor leading to a fast upload of data; no alarming is generated during fast upload. The rse explained their finding between 8:01-9:07 where there was a fetal monitor network disconnect and a fast upload of monitor data. The customer wanted the rse to look specifically between 5am and 8am, as they said there was no coincidence for that period of time. The rse remotely logged into the customer system to review, and found that the fetal monitor had gone off the network at 23:19 (B)(6) 2024 and didn't connect to the network until (B)(6) 2024 at 07:28. Since the data that was uploaded to isp was not in real time, alarming was not available. The rse provided explanation and screenshot of notes from the browser. Based on the information available and the testing conducted, the cause of the reported problem was a network connection issue. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Correction: box h: conclusion code